Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: a batch record review was completed and no discrepancies were found. All in-process stat sample quality checks were satisfactory. Aquacel foam n/adh 10x10(1x10) nai was manufactured under system application product (sap) code 1703990 and manufacturing lot number 4e00576 on 8th may 2024. Lot # 4e00576 was sterilized under work order (B)(4) and released on review of results of sterilization provided by sterilization company sterigenics. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 4e00576. This is only complaint for the affected lot registered within database. 4 photographs were received for this issue and have been evaluated in accordance with work instruction (wi). The photographs confirm the expected product, but due to the low quality of the images provided in a portable document format (pdf document), it was not possible to read the lot number on the packaging, nor possible to see the colored dot on the dressing in any detail. The complaint sample was not requested for this complaint due to the foreign matter resembling examples from previous foreign matter complaints received from the same complainant, resulting in corrective action / preventive actions (CAPA) record being raised. The CAPA investigation covers 6 previous complaints for foreign matter which have been trended together. During investigation, black dots were also found in the pink polyurethane (pu) received from the supplier, confirming that the matter was not originating at convatec. The supplier was issued with supplier corrective action request (scar) 1917085, in which 3 types of contaminants were identified and mitigation plans put in place by the supplier. CAPA 1888590 remains open for effectiveness checks to be completed. The lot under complaint is confirmed as within bounding of this CAPA, communicated to the CAPA owner on 06 jan 2025. The acceptable quality levels (aqls) from process instruction (pi) identify contamination as 0.40, with an accept 5 and reject 6 based upon a sample of 500 dressings and batch size of (B)(4). As only 1429 packs remain in distribution centers (dcs), it is likely over 500 dressings have been exhausted, and as only a single dressing has been reported for foreign matter, the issue remains below aqls. The dressings are inspected by operators, but foreign matter is often difficult to identify on human inspection at validated line speeds. As the photos provided are quite low quality, it was not possible to review how clearly the matter may have been seen. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Manufacturer narrative:
E1: complainant street address: (B)(6), complainant country: philippines, name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
It was reported by the distributor that there was a piece of dressing with colored dot. The product was not used by patient. The photographs depicting the issue were received from the complainant.